Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.

Event description:
The customer reported that during an oophorectomy, an end tone, indicating a completed seal cycle, was heard, but the device did not completely seal the vessels. Another device was used to complete the procedure without incident. There was no pt injury.